Manufacturer narrative:
The reported event of failure to interrogate via bluetooth (ble) telemetry and premature battery depletion was confirmed. Final analysis found the cause of the loss of ble telemetry and premature battery depletion to be consistent with a ble circuitry anomaly. No other anomalies were found.

Event description:
It was reported the device was subject to the ble malfunction field action issued by abbott on (B)(6) 2022.

Manufacturer narrative:
The reported event of failure to interrogate via bluetooth (ble) telemetry was confirmed. Final analysis found the cause of the loss of ble telemetry to be an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry. No other anomalies were found.

Event description:
New information received indicates that the patient's implantable cardioverter defibrillator was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented in clinic for routine follow-up. It was found that the patient's implantable cardioverter defibrillator (ICD) was failing to be interrogated via bluetooth. It was also noted that the initial device check indicated possible premature depletion on the ICD. It was alleged that the device was exhibiting a charging problem as well. No intervention was performed. There were no patient consequences.